Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, a ventilators inhalation was continuously delivered and the ventilator could not be turned off. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a single board computer (sbc) printed circuit board (pcb) and a control printed circuit board (pcb). The service engineer evaluated the pcbs and could not duplicate the reported complaint. Visual inspection was performed; the control pcb component q57 was shorted, q55 had signs of overheating, q55 and q57 are in the power circuit; the sbc pcb inspection found no anomalies. The sbc pcb was installed in a test ventilator and passed the power on self test. The unit was allowed to ventilate overnight and no issues were observed. Due to the damaged on the control pcb, no attempts were made to test it. The reported event could not be duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.